Event description:
It was reported during an unknown patient procedure, the adapter end of the reamer broke off the adapter chuck when the surgeon began reaming acetabulum. No patient injuries or adverse events were reported as a result of the device malfunction. The procedure was completed successfully after a two (2) minute surgical delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported failure was confirmed. Failure mode is torsional overload attributed to wear and misuse of the device. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation is required.